Event description:
The customer observed imprecise vitros phyt quality control results while using a vitros 5600 integrated system. Values of 16.54, 16.16, 16.60, 16.84, 28.67, 27.76, 26.49, and 26.93 ug/ml were obtained from the biorad level 2 fluid versus the expected value or 22.05 ug/ml. A value of 34.2 ug/ml was obtained from the vitros tdm pv iii fluid versus the expected value of 27.5 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that imprecise vitros phyt quality control results were obtained while using the vitros 5600 integrated system. The customer replaced the iwf tubing, tip, and reservoir and recalibrated the same lot of vitros phyt reagent. Following these actions, acceptable vitros phyt performance was observed. The investigation found no evidence to suggest that a reagent malfunction occurred. The most likely root cause of this event is instrument related.